Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's mother reported the patient has had elevated blood glucose readings up to 500+ mg/dl for at least 6 months. His normal range is below 200 mg/dl. She stated he has received occlusion errors on his insulin infusion device. He has been on pump therapy for 6 years and may have formed some scar tissue. She stated that last night the patient disconnected from his infusion headset and bolused and insulin flowed from the tubing without error. She stated the patient was not currently available for troubleshooting but she would have him call back. Later the same day the patient called back and said he was not currently experiencing an occlusion error. Symptoms of elevated blood glucose are nausea and feeling achy. He stated the occlusions have occurred for the last 6 months and he believes the cannula is "clogged." He stated that sometimes when he removes the cannula, it is bent. Replacement product was sent along with a guide to infusion site management. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.